Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly that started two weeks prior to the revision procedure. During device evaluation the physician observed a crack in the cylinder tube connecting to the pump causing a fluid leak. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. Following the procedure the patient improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of a hole in the tubing and fluid loss could not be confirmed through analysis; as there were no visual damages to the cylinders and the tubing was not returned for analysis. Technical analysis: the cylinders, pump, and reservoir was returned for analysis to our post market quality assurance laboratory. The cylinders were visually examined and functionally tested; no visual damages were identified and the cylinders performed within the testing parameters. Visual examination of the pump identified the tubing was cut down to the block, without the return of the tubing. Functional testing of the pump identified that the pump required more than 8lbs of force to activate, it is probable that this activation issue could affect the functionality of the pump. The reservoir was visually inspected and functionally tested with no visual damages and the reservoir performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly that started two weeks prior to the revision procedure. During device evaluation the physician observed a crack in the cylinder tube connecting to the pump causing a fluid leak. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. Following the procedure the patient improved and was stable.